Event description:
It was reported that the ilet insulin pump developed an internal screen crack that rendered the display unusable, and the pump could not be reliably operated; the user reported no blood glucose impact and no injury. Customer care provided support that included review of the reported damage, verification of replacement logistics and return process, and user guidance on shutting down the device and syncing data. Investigation of this case revealed physical damage to the display component with loss of function, while insulin delivery and meal announcements were considered unreliable due to the damage. It was concluded that the event was due to a damaged screen, a replacement device was arranged, and the user was advised to use backup therapy until the replacement was received.